Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed smoke coming from the access 2 immunoassay system when they were doing routine maintenance. Customer reported that they saw small flames among the boards and power supply. Customer reported that they immediately unplugged the instrument and shut down the personal computer and then physically blew out the flames. Customer reported that the flames were distinguished. Customer reported that the fire department was not called. Customer reported that the lab was not evacuated, and no one was injured or sought medical attention. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the stepper motor driver print circuit board and the right side ribbon cable. The fse also performed a minor preventative maintenance. The fse ran system check and verified quality control was within limits.

Manufacturer narrative:
(B)(4).